Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported pads were applied to patient but users did not try do deliver therapy, unit was not switched on but went to red cross and started chirping. There was no adverse patient impact.

Manufacturer narrative:
(B)(4)